Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patients scs device had crippled her left side with severe pain from hip to toe. It was also reported that the patient was experiencing muscle spasm and inadequate stimulation. The patient has had multiple reprogramming, however, it did not help. The patient underwent an ipg explant procedure and was doing well postoperatively.